Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer:stent profile: a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the inner wire lumen exhibited signs of compression failure distal to the bi-component bond weld. The mid-shaft was broken distal to the mid-shaft bond location. The type of damage observed was likely caused by excessive compressive & tensile forces exerted on the shaft walls during the procedure. During the analysis, it was not possible to inflate the balloon because of a breakage to the mid-shaft. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that stent deployment issue occurred. A 3.00x8mm promus element¿ plus stent was selected to treat the lesion. However, the device did not deploy. However, returned device analysis revealed shaft break.